Event description:
As reported, a foreign particle was found inside the sterile packaging of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The foreign particle was discovered during general inspection. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje g4 ¿ PMA/510(k) #: k173035 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported that a foreign particle was found inside the sterile packaging of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter during general inspection. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of images provided by the customer, of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, imaging was provided revealing an unidentifiable piece of foreign matter. This foreign matter appears clear in appearance, with multiple specks of unknown sources attached to the larger foreign matter. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no relevant non-conformances. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document t_multi2_rev 1 [multipurpose drainage catheter] is supplied with this device. The product IFU states the following in consideration of the reported failure mode: "how supplied: sterile if packaged is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, review of provided images, and the results of the investigation, cook has concluded that the main cause of failure is manufacturing-related. A unidentifiable piece of foreign matter, clear in appearance was confirmed to be within the sealed packaging. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.